Event description:
It was reported the device was used during a bladder procedure. It was reported by the surgeon that he fired the tlc75 and then reloaded it. On the second firing the device locked out. Another tlc75 was opened and the procedure was completed without difficulty. There was no consequence to the pt.